Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A symptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. Low r-wave sensing and increased capture threshold were observed. Lead dislodgment was suspected. The lead was repositioned.